Event description:
It was reported that the screen on the customer's insulin pump was blank. The patient's blood glucose was 284 mg/dl, for which he did not treat as he had to have an ultrasound. Troubleshooting was performed for the blank display. It was stated that the customer had not received a new battery cap, there were no signs of physical damage, the insulin pump had not been bumped, dropped, or exposed to moisture. Residue was found in the battery cap, but the contacts were not found to be missing or damaged. The battery compartment and spring were stated not to be damaged or corroded. After changing the battery and cleaning the battery cap with a q-tip, the display returned. The insulin pump gave an unexpected restart alarm. Because the temporary basal delivery was programmed before the unexpected restart alarm occurred, the customer was advised that this may need to be reprogrammed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).